Manufacturer narrative:
Customer returned 1 broken file in an autoclave bag with no lot number. Using microscope visually checked file. No manufacturing defects or markings noted on file. Approximately 3mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold prime file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.